Manufacturer narrative:
The product was manufactured under product specification pr60-136 ver 6.0. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1266041, uno female str ch14/18cm (100/1000) int and manufacturing lot # 0l03005 in c2 in amount 45 000 pcs at machine p010 in (B)(6) 2020. The product was packed according to the instruction for packing g905703 v.65 packaging products on packaging machines . The catheters were prodused under subassembly lot 0l02956 at machine a098 on (B)(6) 2020 in accordance to g905500 ver 41 section 5.11. Subsection 4 operators have to visually inspected each catheter. No foreign bodies including oil stains are allowed. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. The picture related to the complaint was received and inspected. The black marks on catheters were observed. The issue was confirmed. Tw (B)(4) was open to solve the issue on machine a098 in (B)(6) 2020. As the cause of the issue was determined following: the pin in the holder came loose over time and rubbed against the guide rails. Fine particles of iron and plastic were released from the fixing holder. Monthly maintenance was performed on the machine and all tools were cleaned. As a corrective action the guide rail was replaced with new one. The retraining of the relevant operators was carried out. A query was run against all urinary catheters and malfunction codes uca-pmc09.02 foreign matter within product & uca-pmc9.02 foreign matter within product on (B)(6)2021 which yielded two occurrences - tw(B)(4) past 12 months. Both complaints were received from the same complainant. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial 2 of 2. Common device name:unomedical nelaton catheter. Procode: gbm. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported dirt was on the catheter. Photos depicting the reported complaint issue were provided by the complainant.